Event description:
The device was used during a thoraco bullectomy. Reportedly, when fired, a cracking sound was heard. The clamp cover disengaged, which was retrieved, the staples did not form properly and bleeding occurred. Another device was used to finish the procedure.